Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the electrode belt trunk cable connector was severed and missing from the trunk cable, preventing the electrode belt from mating with a monitor. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete incoming functional testing.